Manufacturer narrative:
The crep2 reagent lot number was 77292601 with an expiration date of 31-oct-2024. The field service engineer (fse) replaced the sample probe. The investigation is ongoing.

Event description:
The initial reporter questioned the results for 1 patient sample tested for cobas creatinine plus ver.2 assay (crep2) on a cobas c 503 analytical unit. The initial result was 7 umol/l. The sample was repeated twice with results of 62.9 umol/l and 66 umol/l.

Manufacturer narrative:
The customer stated calibration and qc were acceptable. Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The service actions (replacing the sample probe) resolved the issue.